Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results. Siemens is in the process of evaluating this event. The cause of the event is unknown.

Event description:
The customer reported inconsistent total hemoglobin results for two patients when run on the rp 500 and compared to a hematology laboratory instrument. There was no report of injury due to this event.

Manufacturer narrative:
Siemens reviewed the customer information provided. There is no specific evidence suggesting that the rp 500 co-oximetry on this system at the time of testing was not performing as intended. The aqc results were in expected ranges and the co-ox optical performance was within specifications. The root-cause for the discrepant thb results could not be determined.